Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. Customer reported having a blood glucose level of 500 mg/dl due to the no delivery alarms. Customer reported treating with a manual injection. Customer also reported that the insulin pump also returned a failed battery test. Blood glucose level was 199 mg/dl at the time of the call. No further information was provided.